Event description:
During a right lateral release of the knee, the insulation on the ablator became compromised. Upon withdrawing the device, the patient's skin was touched by the ablator and caused a burn to the skin. There was no additional medical/surgical intervention required. It was reported that the patient is doing fine.